Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. The pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 09-jan-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 09-jan-2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered: 1119500 (111.95 u) dailytotalofbasalinsulindelivered: 458500 (45.85 u) dailytotalofbolusinsulindelivered: 661000 (66.1 u) (B)(6) 2024 08:34:16.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 150000 (15 u) bolusamountdelivered: 150000 (15 u) (B)(6) 2024 12:06:03.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 87000 (8.7 u) bolusamountdelivered: 87000 (8.7 u) (B)(6) 2024 13:48:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 202000 (20.2 u) bolusamountdelivered: 202000 (20.2 u) (B)(6) 2024 16:38:06.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 138000 (13.8 u) bolusamountdelivered: 138000 (13.8 u) (B)(6) 2024 18:39:11.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 84000 (8.4 u) bolusamountdelivered: 84000 (8.4 u) please see below for pump errors/alarms noted 1 week prior to the event date 09-jan-2024 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2024 20:00:47.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. In further full review of the pump history/traces on the event date of 06-apr-2024, there is no unexpected alarms/suspends. There was no pump error 23 alarm recorded in the formatted history file on the event date of 06-apr-2024. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 06-apr-2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered: 804750 (80.475 u) dailytotalofbasalinsulindelivered: 416750 (41.675 u) dailytotalofbolusinsulindelivered: 388000 (38.8 u) (B)(6) 2024 06:59:13.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 117000 (11.7 u) bolusamountdelivered: 117000 (11.7 u) (B)(6) 2024 13:43:55.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 156000 (15.6 u) bolusamountdelivered: 156000 (15.6 u) (B)(6) 2024 18:43:32.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 115000 (11.5 u) bolusamountdelivered: 115000 (11.5 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 06-apr-2024 in the formatted history file.  Sgcalibrationerror (776) was recorded and found in the formatted history file on: (B)(6) 2024 20:01:33.000 lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2024 13:15:00.000 (B)(6) 2024 15:55:00.000 (B)(6) 2024 10:35:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2024 10:52:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sg calibration error, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. No pump/sensor/transmitter communication anomaly noted during testing. Pump error 37 alarm was recorded and found in the formatted history file on: (B)(6) 2024 12:50:09.000 no unexpected pump error 37 alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for pump error 23 alarm and pump/sensor/transmitter communication anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, pump error 23: received a post-reset ram crc alarm. The customer reported hypoglycemia treated with hospitalization: overnight stay, glucagon. The customer lost the transmitter. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) unomedical, mmt-1880, mmt-332a, mmt-7020la, mmt-332a. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smart guard feature at the time of the event. Customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours. Error has occurred more than once after a battery change. No further patient complications were reported. No product return is required for unomedical. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-7020la. The customer will discontinue using the insulin pump. No product return is required for mmt-332a.